Manufacturer narrative:
Additional inforation was received that this complaint is no longer reportable due to unit continues to ventilate and alarms remain functional. Unit is designed to alarm, based on user set parameters.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.